Event description:
It was reported that the tracheostomy tube (trach) changed by nurse trach specialist on (B)(6), client coughing. Noticed parameters on ventilator and the pilot of cuff down, no water in balloon. Morning nurse came and changed trach tube. Client threw out trach. Outside of the trach change no additional intervention was needed.

Manufacturer narrative:
Device serial number/lot number is unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. No lot number was provided; therefore, device history record review could not be performed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the reporting manufacturer will reopen this complaint for further investigation.